Event description:
It was originally reported that a kink in the catheter's tip was observed during operation check prior to insertion in the artery. Further information was received on (B)(6) 2012 stating that the ivus catheter was used at first imaging and was removed without any issues. A kink was observed when the ivus catheter is getting ready to be inserted to the pt's body for the second procedure. There was no pt injury and no adverse events reported.

Manufacturer narrative:
Internal reference: (B)(4). The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing released criteria. The complaint database was reviewed and to date, no other complaints have been reported for this failure mode within this lot. The device was returned to the manufacturer for evacuation. Upon visual inspection, it was observed that the proximal shaft was broken and the drive cable was bent approximately 98cm from the tip of the catheter. Kink (approximately 2.5 cm from the distal end) and traces of blood near the exit port were also observed. All components are present. We were unable to conclusively determine when the shaft was separated. However, since the customer did not report of shaft separation, it is possible that the separation occurred during the return shipment of the device. The kinked observed is likely due to handling of the device during use. This type of failure is being addressed in IFU precautions for this device: the IFU (805007001/012) label for revolution ivus catheter IFU) states the following precaution: avoid any sharp bends, pinching, or crushing of the catheter. No further action is required.